Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 8 months after two dental implants were installed in intraoral regions #19 and #18, it was verified their non- osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.